Event description:
Pt reported that their one touch basic enhanced meter would not turn on. This issue was resolved with troubleshooting. There was no adverse event or serious injury reported. No further clinical info provided.